Manufacturer narrative:
Findings: unit received with currents in specification. No blank display. Lcd board ok. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, broken reservoir tube lip, missing end cap sticker. Unit received with constant compromised force sensor alarm due to loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose at time of incident was unknown. The customer reported the pump is starting automatically again and again. The customer insulin pump was replaced.